Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 550 mg/dl, 600 mg/dl, 450 mg/dl, 331 mg/dl, 300 mg/dl, 340 mg/dl and 249 mg/dl. The customer treated with the manual injection and insulin pump. The insulin pump had no delivery alarm. Troubleshooting was done for no delivery alarm and not performed for high blood glucose. Customer reported that the no delivery event was resolved by changing complete set. The product will not be returned for analysis.